Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to complete prime with assistance from baxter technical service center. Hp reports no pt injury or medical intervention as a result of incident.